Event description:
It was reported that the caller experienced a discrepancy between the displayed and actual time on their pump, which was greater than five minutes. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in updating the pump time and was advised to monitor the device and follow up if the issue recurred, which the caller understood and acknowledged.